Event description:
It was noted that the patient presented to hospital for an implant procedure. During the procedure, it was noted an insulation break on the left bundle (lb) lead which was confirmed via visual examination. The lb lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.